Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 81 mg/dl on the meter and 54 mg/dl on the lab. Tests were done within 10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.